Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (constant gong alarms / damaged receptacle) has been confirmed. As received, the monitor would not power on. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the constant gong alarms is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed on the monitor. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and had a damaged belt receptacle on the monitor.